Event description:
It was reported that the patient reported for their device follow-up and battery depletion was indicated. It was also reported that about six months prior, the device battery voltage was 2.96v, and at the follow-up the device was at end of service (eos) with 2.81v. The doctor requested a detailed report about this behavior. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.